Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. The customer's blood glucose level remained within a normal range, as it did not exceed 500 mg/dl. To address the problem, tandem technical support arranged to replace the pump, and the customer was advised to use an alternate insulin delivery method known as multiple daily injections (mdi). The caller was instructed on setting the pump to storage mode and agreed to return the faulty pump using a pre-paid shipping label within ten days.